Event description:
The monitor technician reported that the rns & cns would go into comm loss at the same time between 1 and 5 am for a few seconds and those are monitoring all gz's. The tiles on the screen would say "communication loss" and then would come back up after a few seconds while monitoring four patients. The monitor technician reported later that same day that the gz's were no longer in comm loss, but wants to know why this happened. No patient harm was reported.